Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. During troubleshooting with tandem technical support (cts), it was discovered the customer was not practicing the proper air removal technique and was removing air from the cartridge twice. Cts advised customer that this was off label. Reportedly, the customer successfully reloaded the cartridge and insulin delivery was resumed. Customer¿s blood glucose level was 234 mg/dl.